Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to being damaged in the insulation while cutting the suture. Therefore, the physician decided to implant a new one even though the electrical measurements obtained were acceptable. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to being damaged in the insulation while cutting the suture. Therefore, the physician decided to implant a new one even though the electrical measurements obtained were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a cut in the outer insulation at approximately 20 cm from the terminal end, consistent with the reported induced damage during the procedure. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.